Manufacturer narrative:
This report is submitted on september 15, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The clinician also reported there was pus at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report.